Event description:
It was reported that the foley catheter balloon did not inflate properly and it inflated only on one side. It was also stated that the patient was waking up damp and sometimes the foley catheter comes out when it should not. Per customer information via phone on 12aug2021, it was reported that almost the whole lot of catheters did not inflate properly. Patient had two samples to return. Patient received a new box of catheters, and they are working fine.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (without original packaging), used two-way silicone foley catheter. Visual inspection of the sample noted no obvious visual observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), and was allowed to rest with no observed leaked. The catheter was deflated in 1 minute and 26.78 sec with no issues or cuffing noted. The catheter was flushed and solution flowed through the catheter as indented. This met specification per inspection procedure which states, "pinholes are not permitted". No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event was unconfirmed a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter balloon did not inflate properly and it inflated only on one side. It was also stated that the patient was waking up damp and sometimes the foley catheter comes out when it should not. Per customer information via phone on (B)(6) 2021, it was reported that almost the whole lot of catheters did not inflate properly. Patient had two samples to return. Patient received a new box of catheters, and they are working fine.